Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Aneurysm size and morphology are unknown. It was reported that the patient had a thoracic stent graft implanted approximately one year ago. It was reported that the patient presented emergently with chest pain and a ruptured thoraco-abdominal aneurysm rupture. Attempts to save the patient's life were made; however, the patient expired. No further information was provided.

Event description:
Additional information recevied for this case. The thoracic stent graft is another manufacturer's sent graft.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, rupture), (cause is unknown). Conclusion: (cause is unknown).